Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that the tissue pad of the subject device was worn and separated. Contact marks were detected on the distal end of the probe and non-insulated area of grasping section. As the result of the checking of the probe, no abnormity was detected. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It assumes that the error displayed and contact marks occurred since the probe contacted with the non-insulated area of the grasping section with worn pad when the user output the device in seal & cut mode. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During removing thyroid tumor, an error was displayed after several outputs and the ptfe pad of the subject device broke. The procedure was completed with another thunderbeat. There was no patient injury reported. During the investigation on (B)(6) 2017, omsc found the ptfe pad was separated.